Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that they woke up and was covered in medication from the cassette. Cassette had leaked, medication got everywhere in the pump. There was no reported patient involvement.

Manufacturer narrative:
H6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.